Event description:
It was reported that a patient experienced a cerebral vascular accident (cva). In 2016 a left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was implanted in the laa of the patient. In september 2019 the patient experienced a cva. The patient is recovering well. It was further reported that the patient experienced hypertension.

Manufacturer narrative:
Date of event and implant date: estimated as they are unknown.

Manufacturer narrative:
Date of event and implant date: estimated as they are unknown.

Event description:
It was reported that a patient experienced a cerebral vascular accident (cva). In 2016 a left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was implanted in the laa of the patient. In (B)(6) 2019 the patient experienced a cva. The patient is recovering well.